Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and the complaint was confirmed through the log as a loss of patient data. A 12-month service history review indicated no evidence linking the issue to any device servicing within that period. Visual and functional inspections revealed a black contaminant/burn mark beneath the contact springs. During the pump power-up test, the time and date were not current, and data history was lost; however, the device charged successfully. The complainant¿s allegation related to a coin cell battery issue during power-up was confirmed. Error code 40200, however, was not reproduced or confirmed.

Event description:
Battery issues (error code 40200) were reported with the pump. During investigation, a black contaminant/burn mark was identified beneath the contact springs, which could potentially lead to electrical exposure. This malfunction makes the event reportable. There was no patient involvement or adverse event reported.